Event description:
It was reported to philips that the device does not recognize the ECG leads and intermittently fails operational testing. There was no patient involvement.

Event description:
It was reported to philips that the device does not recognize the ECG leads and intermittently fails operational testing. An authorized field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and it was determined that the ECG leads needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ECG leads. The ECG leads were replaced and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.